Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of an incomplete emerge mr balloon catheter and a non-bsc guidewire. The incomplete device fragments were visually and microscopically examined. At approximately 10cm in length was the combined total length of the returned portion of the device. There was contrast in the inflation lumen and the balloon which was loosely folded. At 5.2cm in length, the inflation lumen segment was returned kinked and flattened with no indicator as what portion this device would have been located. At 3cm in length, the shaft segment (inflation and guidewire lumen) was punctured, stretched down, and froze on a segment of the guidewire. At 2.5cm in length, the balloon contains a full circumferential tear. There are also two partial circumferential tears approximately 8mm proximal from distal waist. The balloon portion segment contained a froze wire segment of which the coil had unraveled. The tip and markerbands were present to the balloon segment. From the proximal markerband to the tip of the device, the tip and guidewire lumen were buckled. The non-bsc guidewire was shipped with the returned device, to which the wire segments were stuck and not moveable from the balloon. An outer diameter measurement to the guidewire was not performed due to the severity of damage to the device. The coil to the returned guidewire segments were stretched and unraveled.

Event description:
It was reported that removal difficulties and shaft break occurred. The target lesion was located in the mildly tortuous and totally occluded right coronary artery. A 2.00 mm x 15 mm emerge was advanced to the lesion site and successfully inflated at 12 atm for 8 seconds. After full deflation and removal of the device from the body, the balloon was noted to be stuck on the non-boston scientific guidewire. The physician tried to forcefully remove the balloon from the guidewire and the shaft detached from the balloon. The guidewire was cut in order to remove the device and the balloon was described as severely mangled. A microcatheter and additional wire were advanced and the procedure was completed successfully with no patient complications.

Event description:
It was reported that removal difficulties and shaft break occurred. The target lesion was located in the mildly tortuous and totally occluded right coronary artery. A 2.00 mm x 15 mm emerge was advanced to the lesion site and successfully inflated at 12 atm for 8 seconds. After full deflation and removal of the device from the body, the balloon was noted to be stuck on the non-boston scientific guidewire. The physician tried to forcefully remove the balloon from the guidewire and the shaft detached from the balloon. The guidewire was cut in order to remove the device and the balloon was described as severely mangled. A microcatheter and additional wire were advanced and the procedure was completed successfully with no patient complications.